Event description:
Customer reported a malfunction alarm on their pump. There was no adverse impact to the customer¿s blood glucose level. The customer agreed to use multiple daily injections as a backup therapy and was instructed to send the problematic pump back to tandem using a pre-paid label within 10 days.